Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead, a competitor guidewire became stuck in the lead. The lead and wire were removed from the patient. A new lead was implanted. No patient complications have been reported as a result of this event.